Event description:
An lma flexible did not hold inflation during patient use. Upon insertion, the physician noticed the mask would not stay inflated. The mask was then removed and it was observed that there was a hole in the side of the cuff. There was no patient problem or incident.